Event description:
Rn reported a new sterile package of iris scissors was opened and scissors immediately broke causing the nurse to sustain a puncture. There was no serious harm to the nurse or the patient. An employee injury form was completed and the scissors are being returned to the manufacturer by the nursing unit. Manufacturer response for scissors, general, surgical, sklar® (per site reporter). The nursing unit contacted sklar corp directly. A complaint file was opened and the device will be returned for failure analysis. The status is currently unknown, but will be shared when/if it becomes available.